Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The guidewire is sticking on insertion. The central venous catheter was being inserted in the right subclavian. The wire would not go through the wire feeder smoothly, it was getting caught and not advancing. Physician had to stop procedure and try a new tray. The second tray didn't work either. Procedure was aborted. Alternate lines were established. It is unknown if the patient underwent any additional procedures.